Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite of multiple reprogramming but was not successful. The patient underwent a spinal cord stimulator explant procedure where all devices were removed. The explanted device will not be return as it was kept at the facility.